Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple alerts indicating that the pump was unable to charge. The customer's blood glucose level was 327 mg/dl. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter.